Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) had reached the elective replacement indicator(eri) in less than three years from the implant date, due to an extended charge time. The device was explanted, and a new guidant device was successfully implanted. The patient experienced no adverse effects.